Event description:
The initial reporter alleged discrepant results for two donor samples tested using the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 system. The two donor samples were tested three times using the same sample tubes. For sample (B)(6), the first run generated an hbv non-reactive result, the second run generated an hbv reactive result with a cycle threshold (CT) value of 36.7, and the third run generated an hbv reactive result with a CT value of 37.4. For sample (B)(6), the first run generated an hbv non-reactive result, the second run generated an hbv reactive result with a CT value of 37.3, and the third run generated an hbv non-reactive result. The customer performed additional testing using the cobas 8000 hbsag test, which generated negative serology results for hbv for both samples. The samples were also sent to another laboratory for testing with the cobas 6800 hbv quantitative test. Sample (B)(6) was positive with a low titer value, while sample (B)(6) was negative. The blood donations were not released.

Manufacturer narrative:
The analysis was performed on a cobas 6800 system (serial number: (B)(6). The investigation determined that the discrepant results were associated with samples near or below the assay's limit of detection (lod). A review of the dataset indicated that the cycle threshold (CT) values for the reactive results were delayed, consistent with samples at or below the lod. Such results may waver upon retesting. Additionally, the negative serology results for hbv and the discrepant nucleic acid test (nat) results could be attributed to a viral load near or at the lod of the mpx test, while the surface antigen may have decreased to a non-detectable level. The blood donations were not released, and no harm was alleged.